Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited t-wave oversensing which was at times dropping the patient's heart rate down to 50 beats-per-minute. No changes were made and the crt-d remains in service. No adverse patient effects were reported.